Event description:
It was reported that there appeared to be undersensing in the atrium on a 12 lead electrocardiogram strip for the patient but that no undersensing was shown when the device was interrogated. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.